Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The quality controls (qcs) were in range. A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a total service visit and observed leakage at the reagent syringe. The reagent syringe and rinse blocks were replaced. The cse ran 30 replicates of multi-diluent 11 and qcs, which passed. Siemens is investigating the cause of the discordant, falsely elevated tni-ultra result. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin-I (tni-ultra) result was obtained on an advia centaur cp instrument. The sample was repeated on the same instrument and on an alternate advia centaur cp instrument, resulting lower. The result of <40 ng/l was reported to the physician(s).there are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra result.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2018-00399 on 01-nov-2018. Additional information ( 03-dec-2018): siemens further investigated the event and determined that the leaking reagent syringe or malfunctioned rinse blocks potentially contributed to the discordant, falsely elevated cardiac troponin-I (tni-ultra) result that was obtained on the advia centaur cp instrument. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.